Event description:
It was reported that the device broke apart during implantation. All broken pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
The implant is broken in at least three pieces. Only two pieces were returned for the analysis. It appears that device was impacted with excessive force which may have caused the implant to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.